Event description:
It was reported that the atrial lead had an insulation "break" per the physician. Of note, there had also been a history of "noise" on the lead observed at check ups. The lead was explanted, replaced, and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: 4076 lead a proximal portion was received measuring 40.5 cm. A distal portion was received measuring 40.5 cm. Analysis found that the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically breached due to melting, and visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: explanted: (B)(6) 2013; product ID d154awg, implanted: (B)(6) 2007, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the atrial lead had an insulation "break" per the physician. Of note, there had also been a history of "noise" on the lead observed at check ups. The lead was explanted, replaced, and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 694965, implantable tachy lead, implanted: (B)(6) 2007, explanted: (B)(6) 2013. Product ID: d154awg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2007, explanted: (B)(6) 2013. (B)(4).